Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an mdt rep called to obtain the recharge interval for patient, as the patient met with their physician today and reported that their implantable neurostimulator (ins) went from 75% charged to 0% from sunday to wednesday. The patient has had their device since 2018 and runs it on high settings, but maintains a good charge. Impedances were normal (all were about 1290 ohms). With the parameters provided by rep, tech services (ts) calculated a recharge interval of 2.74 weeks, or 19 days. Ts advised rep to meet with the patient to look at the recharge diary. No symptoms were reported. Rep wanted to double-check recharge interval calculation. Ts confirmed settings from original call but rep provided electrode impedance of 1008 ohms for right monopolar and 1290 for the rest of the bipolar programs. Estimate recharge interval was 2.63 weeks, which was abnormal. Rep said the ins depletes well before a week and issue has gotten worse over time. Rep didn't believe patient had a history of battery over discharge. The issue did not resolve and patient requested having current ins replaced with percept rc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had their device replaced on november 18th.